Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an aneurysm repair of the anterior communicating artery using an 8f sheath. Reportedly, following considerable difficulty removing the introducer sheath, a prostyle was inserted. The suture threads failed to connect in step 3 [suture retrieval issue] and there was a general sense of difficulty in retracting the device. Manual compression was applied to achieve hemostasis. A hematoma was noted in the groin; however, no treatment was performed for the hematoma. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed. Difficulty retracting the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use as a known adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.